Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) measured a shock impedance of 0 ohms. It was reported that the patient was undergoing an echocardiogram at the time. It was determined that the 0 ohms impedance measurement was due to an electromagnetic interference (emi) from the echocardiogram equipment. When the impedances were taken outside of the emi source the impedances were within normal limits. No adverse patient effects were reported. This product remains in-service.